Manufacturer narrative:
There is no allegation of device malfunction, though there is an allegation by the patient that the transoral incisionless fundoplication (tif) procedure caused or contributed to the adverse event. Endogastric solutions (egs) spoke to the medwatch reporter by phone two times following receipt of the report and received additional information regarding the patient, tif procedure, and subsequent procedures. A post-tif egd, completed on an unknown date, identified an unknown number of broken fasteners in unknown locations. The patient reportedly underwent a second subsequent procedure to "fix the broken fasteners". Egs consulted an experienced tif physician who reviewed the information provided to egs by the patient. Per the experienced tif physician, the foreign bodies seen in the provided esophagogastroduodenoscopy (egd) reports are likely portions of fasteners delivered during the tif procedure. Per the experienced tif physician, if a fastener fails, the fastener will pull through the stomach and remain in the esophageal wall while esophagus retracts back up. There is no harm as a result of fasteners embedded in the wall of the esophagus. Additionally, fasteners embedded in the wall of the esophagus do not typically need to be removed and damage to bodily structure or function, or death, is not likely or possible from a 7.5mm portion of polypropylene in the esophageal wall. There is no harm associated with fragments and fasteners embedded in the wall of the esophagus nor would medical intervention be required to preclude permanent damage to a bodily structure or function. Based on the available information received by egs, the cause of the reported incident could not be conclusively determined. It cannot be conclusively determined if the reported tif procedure, other subsequent procedures, numerous post-tif egds, the hiatal hernia repair procedure, or a combination of events, contributed to or caused the reported event.

Event description:
On (B)(6) 2022, egs (endogastric solutions) received a medwatch report (ref. Mw5109829), stating a patient experienced an adverse event following a transoral incisionless fundoplication (tif) procedure. During the patient's medwatch report by phone, the patient noted that the "implant" was coming apart in their stomach and esophagus. Additionally, the patient reported that in 2017 some of the pieces of the "implant" were removed while other fragments remain and cannot be removed. The patient reportedly underwent a tif procedure in early 2016. Then, two days following the tif procedure, the patient returned to the hospital and was treated for severe dehydration. In (B)(6) 2016, the patient reportedly began experiencing some discomfort, underwent an egd, and the physician noted an unknown number of broken fasteners. The patient stated the physician "replaced the broken fastener" during a subsequent procedure on an unknown date. However, the patient is unsure if a second tif procedure was performed. An unknown number of egds have been performed between 2016 - 2019. During the numerous egd's, some reported tif fasteners being removed from the patient's stomach and esophagus. The patient underwent a hiatal hernia repair sometime in 2021. As of (B)(6) 2022, the patient is still experiencing issues with swallowing.

Manufacturer narrative:
This medwatch supplemental report is being submitted for more robust device coding and use of annex e, f and a as requested by the FDA. (B)(4). Corrections to this medwatch report: updated e codes to include: 1807, 1994, 1815, updated f codes to include 4641, 4614, 4617, updated a codes to include 4001, 2923.